Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
It was reported that a physician attempted an arteriotomy closure using the starclose device after an unknown procedure. The vessel locator wings prematurely retracted. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.